Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated the right ventricular (rv) lead was a non-boston scientific product. Again, no changes were made and the pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this pacemaker may have exhibited loss of capture on the right ventricular channel. At this time no intervention has been performed. The pacemaker remains in service and there were no adverse patient effects.